Event description:
Noise was observed on the ventricular lead. X-ray revealed acute angles around suture sleeves. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.